Event description:
A customer reported to baxter an issue of finding particulate matter on the last fill line during use. The customer stated that a black spot was found on the connection port of the last fill line after removing the cap. There was patient involvement . There was no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has not been received by baxter, and the evaluation has not yet been completed. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a particulate matter-black spot found on the connection port , was not confirmed as the sample was not returned to baxter for evaluation. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.